Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two inappropriate 41 joule shocks for atrial fibrillation (af) with rapid ventricular response (rvr) that reached the vt zone. The shocks did convert the af. However, the patient was admitted to the hospital for evaluation and to consider programming changes to avoid therapy for this type of rhythm. Interrogation of the device found multiple stored events showing fast conducted af where therapy was properly withheld and where the rates fell into the monitor only zone. The physician reported the patient has been non-compliant with betablocker medication. No additional adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two inappropriate 41 joule shocks for atrial fibrillation (af) with rapid ventricular response (rvr) that reached the vt zone. The shocks did convert the af. However, the patient was admitted to the hospital for evaluation and to consider programming changes to avoid therapy for this type of rhythm. Interrogation of the device found multiple stored events showing fast conducted af where therapy was properly withheld and where the rates fell into the monitor only zone. The physician reported the patient has been non-compliant with betablocker medication. No additional adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About 18 months later, the patient was admitted to the emergency department after receiving six inappropriate shocks for af with rvr. The physician consulted with technical services to reprogram the vt therapy zone by increasing the rate cut off from 185 bpm to 200 bpm. It was noted the physician also planned to manage the patient's fast atrial rates with medication. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.